Event description:
I had the essure implanted in (B)(6) 2013, since then I have had extremely heavy menstral cycles, pain in my legs, pain at implantation spot, headaches and depression and extreme fatigue. I used to have energy, I used to be able to run miles and work 8 hour days. My quality of life has been extremely effected. I am not allergic to nickel and have never had any major health issues. I chose a doctor who has performed over 1,000 essure procedures according to their website and had full confidence he was able to implant it according to their training. This is very serious and reading that others have had the same issues is troubling.